Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/01/2018 that on (B)(6) 2018, a loss of connection occurred. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.  No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported issue was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.